Event description:
It was reported to medtronic minimed that the customer experienced crack along battery compartment. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1885 was requested and customer responded that the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with cracked case at battery tube side. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of belt clip rails, scratched keypad overlay, peeling keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at select, down, left, and right button, cracked retainer, and missing serial number label. The test p-cap locks properly into the reservoir compartment during testing. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Cosmetic damage-retainer ring damage confirmed. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.